Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer's analysis. Subsequent follow-up with the clinic revealed that the patient is deceased, and cause of death was not indicated.